Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there is an "x" indicating negative for the ready-for-use indicator (rfu). The event reportedly occurred during clinical use, however there was no adverse event.